Manufacturer narrative:
(B)(4). Concomitant products: 00598003701 stemmed tibial component precoat size 3 61603707; 00596203210 ng lps-flex fixed prolong art surf, 10mm 61631571; 00576401552 femoral component option for cemented use only size e right 61538463. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019-00007; 3007963827-2019-00003; 0001822565-2017-08291.

Manufacturer narrative:
Event reassessed and it was found that the previous medwatch was submitted on a wrong MFR number. A new report would be submitted under MFR 0002648920-2019-00023

Event description:
Event reassessed and it was found that the previous medwatch was submitted on a wrong MFR number. A new report will be submitted under MFR 0002648920-2019-00023.

Manufacturer narrative:
(B)(4). Concomitant medical products: ng lps-flex fixed prolong art surf, 10 mm catalog # 00596203210 lot # 61631571. Drop down stem extension use with mis tibial component 45 mm length catalog # 00595006745 lot # 60621391. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-08354, 0001822565-2017-08291.

Event description:
It was reported that patient was revised due to pain.

Event description:
It was reported by the patient legal counsel that the patient underwent an initial right knee arthroplasty and was subsequently revised due to pain approximately two years post implantation. No additional information is provided.